Event description:
Patient had total hysterectomy, a/p repair & mesh bladder sling surgery. Patient began having problems with pain, severe bleeding after intercourse & husband was cut during intercourse. Physician confirmed vaginal erosion & removed exposed mesh. This happened again and another surgery took place for mesh erosion. Although doctors say they cannot find anything further, patient still has issues with pain, bleeding, bowel control, urine leakage, and burning sensation.

Manufacturer narrative:
The device remains implanted; thus, no evaluation has been performed. Because coloplast's examination may not conclusively confirm or disprove the report of erosion, coloplast accepts the physician's observations of such as the reason for surgical intervention.